Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: two (2) samples and two (2) photos were provided by the customer for investigation. The samples were visually examined using unaided vision and it was observed that there does not appear to be as much epoxy on the needles as normal. The needles had been bent by the customer and were therefore straightened to allow for pull force testing. The samples were pull force tested and were found to have values of 25.70 lbs and 17.75 lbs. Both these values were greater than the minimum cannula pull force value of 5 lbs for 27ga needles. Additionally, two (2) photos were also provided by the customer. The photos both show needle hub assemblies which appear to not have as much epoxy as normal where the needle is glued into the hub. Epoxy is applied automatically by the applicator. During the application process the exact amount of epoxy applied may vary slightly between needle hub assemblies. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle defect other for lot #9023769 item #301671. Root cause description: epoxy is applied automatically by the applicator. During the application process the exact amount of epoxy applied may vary slightly between needle hub assemblies. Rationale: bd acknowledges that the returned samples and photo provided by the customer have less epoxy where the needle is inserted to the hub; however, due to the fact that the needle pull force values for both returned samples was higher than the minimum cannula pull force required value the condition reported by the customer of a loose cannula cannot be confirmed. Therefore, no corrective or preventative actions will be taken in the scope of this complaint.

Event description:
It was reported that the needle was loose in the hub with a bd needle ns 27ga 3/4in w/o sil. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported 2 needles were found to have insufficient glue in the hub, causing a loose needle.